Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) manipulator controller ergo distal (mced) board to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The ssc mced cfg unit was returned for failure analysis, and the reported error was confirmed but could not be replicated. In artemis, and lighthouse the 319-error indicated that a node configured to be present did not respond during system startup, and confirmed the fault occurred in the field. A visual inspection found no issues related to the reported event. The unit was then installed on a golden system, successfully programmed and tested in-house on dv5 with no issues. No errors were triggered on startup. The unit completed five power cycles without failure and then idled for two hours in normal mode with no issues or errors. Test ssc cart ergo functionality features on every power cycle and all test passed with no failures and no communication failures. Reviewing the history /error logs, error 319 was not resolve after mced replacement. Based on these results, failure analysis concluded that no root cause could be identified on this ssc mced unit related to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported non recoverable fault 319 during power up. The customer had attempted troubleshooting first by power cycling the system multiple times, but the errors persisted. The tse then stated that the error logs would be reviewed and guided the user to shut the system down normally and turn off the breaker to the second console. The system was then powered back up and was able to run without the second console for the procedure. The procedure was completing as planned with no reported injury.